Manufacturer narrative:
Device was used for treatment, not diagnosis. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device heated up quickly and started smoking. Therefore, the reported condition was confirmed. During repair it was observed that the motor was worn out. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that the handpiece device did not work. During in-house engineering evaluation it was observed that the device heated up quickly and started smoking. The event was not related to surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was noted that the event occurred in 2017. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.